Manufacturer narrative:
Internal file number - (B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: sus voluntary event report #(B)(4) ; attachment: user facility medwatch 358948 mah_1-009001ea4803ec14d.pdf.

Event description:
Subsequent to the initial medwatch report, sus voluntary event report (foi for manufacturers), report number mw5080095 was received with the following additional information: describe event or problem: after using the first preclose device, the femoral artery was re-wired in order to use the second closure device. While deploying the second device the distal part of the closure device broke off into the patient's left femoral artery, vascular surgery was called to the lab and performed a cut down to retrieve the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to impella procedure. Reportedly, when inserting the proglide device the foot and sheath broke where the black and silver meet. A cut down procedure was performed to remove the foot and sheath. The impella procedure was completed and the artery was surgically sutured closed. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.